Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was not wearing the pod at the time of medical attention was sought. The reason was that the controller was not functioning¿it was stuck on the loading screen displaying "loading assets 19/29." Despite multiple attempts to power cycle and hard reset, the controller remained unresponsive and eventually displayed a black screen. Because of this, the patient was not able to use the pod for insulin delivery, resulting in high blood glucose levels even after switching to multiple daily injections. The condition worsened, requiring an ambulance transport to the emergency room. The patient was admitted for six days and then discharged. The diagnosis was diabetic ketoacidosis. During hospitalization, three spinal taps, blood culture testing, and administration of antibiotics. The patient also reported memory loss during this period, and the healthcare provider is planning further treatment for that issue. A replacement controller was issued to the patient.

Manufacturer narrative:
The device serial number, lot number, and primary UDI number has been updated (section d4) lot release records were reviewed and the product lot met all acceptance criteria.